Event description:
It was reported that high out of range shock impedances were noted on the right ventricular (rv) lead. The device properly displayed an alert for the out-of-range measurement. Technical services (ts) advised the patient to follow-up in clinic. This rv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).